Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, implying there was no adverse impact. The customer was assisted by cts with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue returned, which the caller acknowledged and understood.